Event description:
Complaint received as follows: rn cwcn reported that there was bright red blood present in the fms tubing on (B)(6), 2012. The product was discontinued; the rectum was packed; the bleeding stopped; a sigmoidoscopy was performed; an ulcer was identified; and the pt status is presently stable. Rectal bleeding is deemed serious as the pt required medical intervention to prevent permanent impairment of bodily structure or function. Further info was received. The pt was said to have been bedridden. An estimated 400cc of bleeding was reported and bleeding was controlled by ¿packing¿ the rectum.

Manufacturer narrative:
The device was replaced initially when the first incidence settled. The pt had a history of rectal polyps prior to device use. Pt had a colonoscopy and anoscopy afterwards, blood transfusion was not required. Hospital stay was prolonged by 1-2 days. From a clinical perspective, a causal relationship between the flexi-seal signal fms and this event is deemed possible because of the relationship between the timing of the event and the use of the product. (B)(4).